Event description:
Neocis performed retrospective review of product complaints and reevaluated MDR reportability. This report is being submitted as a result of this retrospective review. It was reported that during a dental implant procedure with the neocis guidance system (ngs), the patient began coughing and gagging on blood buildup in the mouth and back of throat (which appeared to be draining through the nasal cavity), while attempting to place and utilize the maxilla left edentulous patient splint (eps). The case was aborted entirely to focus on the health of the patient. The patient did not present any further complications. No further device issues were reported. The patient was treated and released the same day.

Manufacturer narrative:
The device was not returned. With review of available information there are no indications of a malfunction of the device or failure to meet specifications. This was the user's first eps case. The user spoke to the neocis representatives after the case and stated that he felt the eps was too high on the vestibule. The eps user manual provides steps for properly applying the eps splint on the vestibule. Possible root causes for the event could be attributed to user error or patient medical history. No further injuries were reported as a result of this event.